Event description:
It was reported that the patient had an inflatable penile prosthesis replaced due to pump erosion. The device was replaced with a tactra malleable penile prosthesis device and there were no patient complications.

Event description:
It was reported that the patient presented an infection and pump erosion while having this inflatable penile prosthesis (ipp) implanted. The device was replaced with a malleable device. No patient complications were reported in relation to this event.